Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the connection of the cannula was loose with a jelco hypodermic needle-pro needle while in use on a patient. The cannula was stuck inside the skin of the patient, but was removed without problems. No patient injury was reported.